Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports after filling the pod there was no double beep. Symptoms reported include thirst, vomiting and the patient had lost consciousness. The patient reports they had been unable to replace the pods as they did not have any left. The patient reports they had gone to urgent care and received intravenous insulin. The patient was transferred to a hospital due to the diagnosis of dka. Once at the hospital the patient was treated with intravenous fluids. The patient was in the hospital for two days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.